Manufacturer narrative:
The customer stated that when the architect c8000 analyzer was in running status, a grinding noise could be heard coming from the back of the analyzer. An abbott field service representative (fsr) was dispatched to resolve the issue. While at the customer site, the fsr identified that falsely elevated sodium results had been generated. The fsr replaced the mag pump wash cups and indicated that the issue was resolved. The architect system operations manual contains a list of the probable causes and corrective actions for elevated concentration - ict results single assay (c system) as well as erratic results, poor precision - ict results (c system). A probable cause listed for both is hardware failure and the associated corrective action instructs the user to contact area customer support to resolve. A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. Based on the available information, a deficiency in the system was not identified. Since the abbott fsr replaced the mag pump wash cups, no subsequent complaints of false elevated sodium results have been documented against architect serial # (B)(4).

Event description:
The customer stated falsely elevated architect sodium results were generated and reported. A patient had an initial result of 162 mmol/l and upon retest, yielded a result of 144 mmol/l. The physician indicated that the patient was treated based on the initial test result. Type of treatment given is not known. There was no report of an adverse outcome.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4); high test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process